Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "all kinds of pain, I had three lumps in my arm pits, my lymph nodes were swollen." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "having all kinds of pain, I had three lumps in my arm pits, my lymph nodes were swollen." This record is for the right side. Device has been explanted.